Event description:
After the suction irrigator was purged, it failed to provide strong irrigation like normal and also made a noise when not in use, which was very annoying to the surgeon. It was removed from use and discarded.